Event description:
Additional information was received. It was reported, replacing the recharger resolved the ins turning off.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(6), product type: programmer, patient product ID: 97755, serial#: (B)(6), product type: recharger, product ID: 97745, serial#: (B)(6), product type: programmer patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger product ID 97745 lot# serial# (B)(6) product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the issue of the stimulation turning off during the night when their ins was charged had continued.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient product ID 97755 serial# (B)(6) product type recharger product ID 97745 serial# (B)(6) product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that they are having a lot of trouble with the controller and getting system problem rm06 code on the controller. The patient stated the controller had to be reset a lot when they were charging the implant. The patient stated they received a new recharger (rtm) and the issue did not get resolved. The patient stated he spoke with 2- 3 different manufacturer representatives about the issue. Patient services asked the patient to reset the controller and the controller showed the implantable neurostimulator at 50% and the controller 100% charged. Patient services reviewed the controller and the recharger and battery pack functions. The issue was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device and an implantable neurostimulator (ins). The reason for call was problems with getting the ins charged. During ins charging sessions the controller would "shut off" because screen goes black/non-responsive the ins shuts off as well which resulted in some 'pretty uncomfortable mornings" because they would have a return of pain symptoms with therapy off. They confirmed that the ins battery was sufficiently charged when they noticed that stimulation was off, so they knew it wasn't because of the implant battery being depleted. Patient said that they weren't pain free with the therapy, but they noticed it when the therapy wasn't on because they would be in more pain. They had to reset controller to temporarily resolve issue but the issue continued. The circumstances that led to the reported issue were asked but unknown. During call the controller worked with aa's, controller worked wirelessly with battery pack. There was no damage seen to the inside of the controller battery contacts or inside of controller port. They didn't see any physical damage to the recharge telemetry module (rtm) itself but said they only had issues when rtm was connected to controller. During the call the patient was able to charge at excellent but implant battery was empty from reported charging difficulties. The issue was not resolved.